Event description:
The customer reported to olympus that the autoclavable camera head had flickering picture. The issue was found during reprocessing. There were no reports of patient harm.

Manufacturer narrative:
The customer reported to olympus that the autoclavable camera head had flickering picture. The issue was found during reprocessing. There were no reports of patient harm. The device was returned to olympus for evaluation, and the customer's allegation of flickering picture was confirmed. The device evaluation found flickering image due to bad cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause for the cable failure cannot be confirmed. The event can be prevented by following the instructions for use which state: "never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged.never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.